Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: investigation revealed a dim and faded display screen. A new test screen was inserted and the display illuminated to normal contrast.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the issue occurred gradually and stated the issue happened over the past 2-3 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.